Manufacturer narrative:
Investigation into the reported issue has been completed. Visual inspection found no issues on the pump. Pump ran without issues under bench test. Data logs were not returned for review. Based on clinical description, the root cause of low flow was unable to be determined as the failure mode could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
There was noted suspicion of thrombus in the impella cp cannula due to low flows and frequent inexplicable suction events. Decision was made to exchange the pump. The patient was stable.